Event description:
Health care professional (hcp) reported pt receiving hemodialysis on the baxter meridian device. At the start of treatment, pt complained of feeling bad and became nonresponsive. Hcp administered normal saline and contacted emergency medical services (ems). Hcp reported there was no pulse and no blood pressure, cardiopulmonary resuscitation was initiated, and oxygen was administered via ambu bag. Pt had agonal respirations. Lifepak defibrillator applied and no rhythm identified for defibrillation. Ems arrived and pt was discharged from the facility. Ems to transfer pt to hosp. Pt later expired and the cause of death was determined to be cardiopulmonary arrest.